Manufacturer narrative:
(B)(4). Batch # p9164m. The analysis results found that the er420 device was received with no damage in the external components. In addition, the tyvek was returned for analysis. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy procedure, the clip applier dispensed clips with crossed clip legs. Another like device was used to complete the procedure. There were no adverse consequences for the patient.